Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up an increase in pacing threshold and sensing failure was noted due to a dislodged right atrial (ra) lead. A repositioning was scheduled. No adverse patient effects were reported.